Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('upon trying to remove essure device from left ostea there was increased resistance and the device stretched out and broke') and embedded device ('the coil on the right was present through the myometral portion of cornua, the left coil was seen just after the myometral portion of left cornua') in a 39-year-old female patient who had essure (batch no. 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal recommended by treating physician: unknown. Fu: (B)(6) 2020: date of birth: (B)(6) 1978 (discrepancy). Per medical record: essure insertion detail: the essure device was fed through the stylet. The micro insert was slowly advanced into the left tubal ostium, until the black marker was visualized, then stabilizing the handle to the hysteroscope, the thumbwheel was rotated back to a hard stop at a rate of 1 click per second. After visualizing both the orange release catheter and the notch just outside the ostium, to confirm the positioning, the button on the handle was depressed. The thumbwheel was rotated back to a hard stop to deploy the micro-insert. Waiting time of 10 seconds for full deployment. 1 coils trailing outside the right tubal ostium. 0 coil(s} trailing outside the left tubal ostium. The same procedure was followed for the right. Inference: upon trying to remove essure device from left ostea there was increased resistance and the device stretched out and broke, entire device was removed and the essure coil was not noted and a second coil could not be passed. Ultra sonogram confirmed left coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- bilateral occlusion. Ultrasound scan - on (B)(6) 2011: essure device present on left and right sides on the left side the essure was placed successfully, however when trying to remove the device after placement the entire device stretched out and snapped in half. No cols could be visualized at the tubal ostea on the left and the assure implant was not present on the device. Sono performed after procedure showed a coil present both on the left and right side the coil on the right was present through the myometral portion of cornua, the left coil was seen just after the myometral portion of left cornua.. Lot number: 829063 manufacture date: 2011-02 expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('upon trying to remove essure device from left ostea there was increased resistance and the device stretched out and broke') and embedded device ('the coil on the right was present through the myometrial portion of cornua, the left coil was seen just after the myometrial portion of left cornua') in a 39-year-old female patient who had essure (batch no. 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, menorrhagia, vaginal haemorrhage and dyspareunia outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal recommended by treating physician: unknown. Fu: 04-feb-2020: date of birth: (B)(6) 1978 (discrepancy). Per medical record: essure insertion detail: the essure device was fed through the stylet. The micro insert was slowly advanced into the left tubal ostium, until the black marker was visualized, then stabilizing the handle to the hysteroscope, the thumbwheel was rotated back to a hard stop at a rate of 1 click per second. After visualizing both the orange release catheter and the notch just outside the ostium, to confirm the positioning, the button on the handle was depressed. The thumbwheel was rotated back to a hard stop to deploy the micro-insert. Waiting time of 10 seconds for full deployment. 1 coils trailing outside the right tubal ostium. 0 coil(s} trailing outside the left tubal ostium. The same procedure was followed for the right. Inference: upon trying to remove essure device from left ostea there was increased resistance and the device stretched out and broke, entire device was removed and the essure coil was not noted and a second coil could not be passed. Ultra sonogram confirmed left coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- bilateral occlusion. Ultrasound scan - on (B)(6) 2011: essure device present on left and right sides on the left side the essure was placed successfully, however when trying to remove the device after placement the entire device stretched out and snapped in half. No cols could be visualized at the tubal ostea on the left and the assure implant was not present on the device. Sono performed after procedure showed a coil present both on the left and right side the coil on the right was present through the myometrial portion of cornua, the left coil was seen just after the myometrial portion of left cornua. Lot number: 829063, manufacture date: 2011-02, expiration date: 2014-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: pfs received- new event dyspareunia(painful sexual intercourse) was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('upon trying to remove essure device from left ostea there was increased resistance and the device stretched out and broke') and embedded device ('the coil on the right was present through the myometral portion of cornua, the left coil was seen just after the myometral portion of left cornua') in a (B)(6) female patient who had essure (batch no. 829063) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced depression ("psych injury/depression"), anxiety ("mental anguish"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), embedded device (seriousness criterion medically significant), genital haemorrhage ("gen. Abnorm. Bleed"), pelvic pain ("pelvic pain") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, genital haemorrhage, pelvic pain, abdominal pain, depression, anxiety, menorrhagia and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for device breakage and embedded device with essure. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: removal recommended by treating physician: unknown. Fu: 04-feb-2020: date of birth: (B)(6) 1978 (discrepancy). Per medical record: essure insertion detail: the essure device was fed through the stylet. The micro insert was slowly advanced into the left tubal ostium, until the black marker was visualized, then stabilizing the handle to the hysteroscope, the thumbwheel was rotated back to a hard stop at a rate of 1 click per second. After visualizing both the orange release catheter and the notch just outside the ostium, to confirm the positioning, the button on the handle was depressed. The thumbwheel was rotated back to a hard stop to deploy the micro-insert. Waiting time of 10 seconds for full deployment. 1 coils trailing outside the right tubal ostium. 0 coil(s} trailing outside the left tubal ostium. The same procedure was followed for the right. Inference: upon trying to remove essure device from left ostea there was increased resistance and the device stretched out and broke, entire device was removed and the essure coil was not noted and a second coil could not be passed. Ultra sonogram confirmed left coil. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: result- bilateral occlusion. Ultrasound scan - on (B)(6) 2011: essure device present on left and right sides on the left side the essure was placed successfully, however when trying to remove the device after placement the entire device stretched out and snapped in half. No cols could be visualized at the tubal ostea on the left and the assure implant was not present on the device. Sono performed after procedure showed a coil present both on the left and right side the coil on the right was present through the myometral portion of cornua, the left coil was seen just after the myometral portion of left cornua.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2020: plaintiff fact sheet received. Previously reported event" genital bleeding" seriousness criterion was updated to non serious. Events"abnormal bleeding (vaginal, menorrhagia), depression (previously reported as psych injury) and anxiety were added. On 6-feb-2020: medical record received. The case was upgraded from non-serious incident to serious incident. This case is medically confirmed. Events" upon trying to remove essure device from left ostea there was increased resistance" and "the device stretched out and broke and the coil on the right was present through the myometrial portion of cornua, the left coil was seen just after the myometrial portion of left cornua" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.